Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been to see two other physician and they were not able to help the patient. The implanted device has been "acting up". The patient can't walk easily or drive well. It is difficult for the patient to move around. The device was working well and now it is not working. The issue was not resolved.